Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead system has experienced a drop in r-wave measurements and impedance readings and a rise in pacing thresholds.